Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder out of phase. Insulin pump was unable to perform displacement test due to motor encoder out of phase. Insulin pump received with cracked reservoir tube lip, belt clip slot and minor scratches on display window.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. No additional information provided.